Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted with a suprarenal to treat an abdominal aortic aneurysm. The patient presented emergently to the ER on (B)(6) 2017, approximately 2 1/2 years post-op, symptomatic with a contained rupture of the aorta. A CT performed in the ER showed evidence of a type iiib endoleak at the bifurcation of the afx main body. A re-intervention was performed on the same day where the stent graft was relined with another afx bifurcated stent graft successfully resolving the endoleak. The patient was stable and doing well post-procedure, and there have been no additional patient sequelae reported.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body stent, and rupture. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity (fabric breach and stretch) could not be determined due to the lack of medical information surrounding the implant procedure. The large caliber balloon angioplasty performed at the implant procedure, might have contributed to this event. No user, or anatomy-related contributing issues could not be identified. Cautionary and/or off-label product use conditions could not be determined due to the lack of a pre implant image study. No procedure-related harms could be identified. Clinical harms associated with this device failure included: type iiib endoleak; and, an endovascular repair procedure. Reportedly, the patient was doing well post intervention; there were no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).